Event description:
It was reported that, after a very bad fall, an implantable neurostimulator was interrogated and electrodes 8¿15 were indicated with a red x and showed high impedance readings of 40,000, with associated loss of stimulation and new pain unrelated to baseline. Reprogramming was performed around the unusable lead by programming using the one working lead. The issue was reported as ongoing and not resolved, and a lead revision was being considered if reprogramming did not help. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.